Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): performance data collected from the device was analyzed and revealed that there was normal lead behavior with no measurements outside of range. On (B)(6) 2010: one ventricular fibrillation episoded with 14.8 j shock delivered and successfully. The average v-v cycle was 230ms.

Event description:
It was reported that there was "noise on the lead that is consistent with [a] fracture" and t-wave oversensing. The lead is still in use. No patient complications have been reported as a result of this event.